Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call registration anomaly. The customer's blood glucose was unknown at the time of call. It was reported customer refilled insulin pump (B)(6) 2018 and it did not register. Advised customer to check date/time and it was correct. Customer re-primed insulin pump and the reservoir started still registered (B)(6) 2018. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, basic occlusion test, a33 prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specifications range and passed the off no power test. The insulin pump programmed with multiple bolus deliveries and all bolus deliveries registered properly in the bolus history. There was no time clock anomaly.